Event description:
On (B)(6) 2013, the patient reported that her infusion device is not delivering the entire bolus amount she is programming. She experienced elevated blood glucose levels and could not get her level below 300 mg/dl. Her target is 100 mg/dl. She stated that the bolus history would show a lower amount than what she had programmed. No adverse event was reported. The infusion device and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.